Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhering to the device. As the foreign material was not on the external surface of the device, it could not be removed by reprocessing. The type of material or root cause was not was not identified. Additionally, the adhesive on the lens peeled off due to physical stress by hitting/dropping the tip, chemical stress by chemical solutions, etc. As a result, humidity may have invaded the lens which lead to corrosion. A definitive root cause cannot be determined. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU). The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited distal end has foreign objects and residual liquid, inside of light guide has a stain, air/water cylinder and air/water tube has foreign object. There were no reports of patient involvement.